Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available. Therefore, functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated that no anomalies were noted to the device during preparation/prior to use. It is most likely that the anatomical factors encountered during the procedure contributed to the reported event. While there are several potential causes for the reported issues, because review and analysis of available information failed to identify a definitive cause, and because the device was not returned a cause of undeterminable was assigned.

Event description:
It was reported that while trying to inflate the balloon catheter(subject device) , it got ruptured inside left ica (internal carotid artery) during the procedure. There were no reported clinical consequences to the patient.